Manufacturer narrative:
On (B)(6) 2020, biosense webster inc. Received additional information was received indicating the 4. Date of this report was actually (B)(6) 2020 not (B)(6) 2020 as previously reported. As such, the field has been appropriately updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30352388m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Note: the date of event is unknown, as such, the field has been left blank. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a smartablate¿ system rf generator and suffered esophageal fistula and death. Post-procedure, the patient went to the hospital due to bleeding coming from his mouth. He was found to have an esophageal fistula due to the ablation procedure. There¿s no information on if any medical/surgical intervention was required. It was reported that the patient passed away on (B)(6) 2020. Physician¿s causality opinion was not provided. No biosense webster product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.